Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and or headache, hypersensitivity and nausea/vomiting. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation CPAP device was returned to a third-party service center for service. During the evaluation of the device, the third-party service center visually inspected the device. There was no evidence of foam particles or degradation. The device was scrapped.